Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited increased capture thresholds, decreased r-wave amplitude sensing, and decreased pacing impedance. Imaging suggested the cause was consistent with micro dislodgement as the bottom part of the lp had moved from its original position. The lp was explanted and replaced. There were no patient consequences.